Event description:
Boston scientific neuromodulation (bsn) received information about an event on (B)(6) 2013 that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. However, the issue reported was related to a medtronic paddle lead. The information received stated that the patient's medtronic lead will be explanted due to a suspected fracture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).